Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed to have a MRI. Caller said they thought they were done with the device because the patient had a sub pubic catheter put in. Caller said they haven't charged the communicator and handset in a couple years. Handset was charged to 39% but caller hadn't charged the communicator yet. Caller plugged communicator into the charger and it started to charge. Reviewed possibility of communicator damage since hasn't been charged in so long. Caller is going to charge the communicator and call back to troubleshoot. Redirected back to patient services to continue troubleshooting. Caller called back after charging the communicator. The communicator and handset were able to connect. When the caller tried to communicate with the ins they were getting the device not responding message. Caller was not able to feel the ins through the skin. Caller repositioned the communicator several times and was still getting the device not responding message. Caller said they will keep trying to communicate with the ins and call back if needed. Patient representative called back. Caller said they tried to connect with patient's ins as previously noted and got a message that communicator was only at 18% and to let it charge. Reviewed communicator battery lights with caller. Caller said they will let communicator charge for a couple hours and then call back if needed. Caller called back- caller was able to connect to the ins - no MRI mode in the menu, reviewed how to turn stim off.